Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient incident. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / pages 43-44 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted.

Event description:
It was reported that patient experienced adhesive issues in the middle of the night and pod fell off, causing the cannula to dislodge from the infusion site (leg). The patient had been wearing the pod between 24 and 36 hours. In the morning, the patient woke up feeling sick and was vomiting. A routine visit had been scheduled with the patient's health care provider that day, at a diabetes clinic located in the hospital. It was reported that this hospital visit was not an emergency. While at the clinic, the patient was treated for high blood glucose (bg) levels (specific bg levels were not provided) and ketones, by being provided a correction dose of insulin. The patient's exact bg levels were not provided. The patient was treated by a doctor from the hospital. Additionally, the patient was given a bottle of unspecified medication; the reporter couldn't recollect the name of the medication at the time of the call. After being monitored at the hospital for 2 to 3 hours, the patient was released.